Event description:
It was reported that they were trying to recharge their implanted neurostimulator several times over the weekend and it kept stopping and giving them the same message that said there was a problem and to call medtronic (rm03). Patient stated they got ahold of their area representative yesterday and the representative had them reset the controller to start charging again. Patient said they charged for about 10-15 minutes and got the implant up to 20% but then the controller went back off. Patient spoke with the representative again and was told to call patient services for a replacement battery pack. Patient mentioned that they had met with the rep a couple weeks ago trying to reset a couple settings because they are not getting a lot of power and haven't been happy with their implant compared to how happy they were with their first implant. Patient added that the implant doesn't stay charged and only stays charged for 3 days where their first implant stayed charged for 2 weeks and that their current implant isn't half as good. Patient stated they tried to get more power for the stimulator but couldn't get anything except powering up and it is now at 11 and sometimes even higher. Patient reported they have felt this way and it has been this way since the beginning and that the stimulator didn't hold a charge anywhere near to the first implant and that their current implant is smaller in size and they are never quite satisfied; see case (B)(4) for initial report. Patient mentioned they have nothing going right now. Agent walked patient through resetting the controller. Patient confirmed no visible damage to the equipment. Patient then connected the recharger and confirmed poor recharge quality and then readjusted and was recharging excellent. After a few seconds, patient saw the charge session stop. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) stating the issue was not reolved, it still only lasts 3 days!! Why did your company produce an inferior unit? My first one lasted 10¿14 days! There are no plans or suggestions for improvement!".